Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech isolated the issue to a broken brake block assembly. He replaced the brake block assembly to repair the bed.